Event description:
The hosp surgical ICU staff used the electrodes to administer a countershock to a pt in cardiac arrest. Allegedly, when the third shock was administered, an arc and a large flame was observed from one of the electrodes. The pt was described as having oily skin. Alcohol was used to prep the skin prior to the application of the electrodes. The alcohol was wiped off with a towel. The operator said the electrode did not adhere fully to the pt. There was no burn or injury to the pt as a result of the alleged malfunction. The pt was not resuscitated. The reporter indicated that the alleged malfunction did not cause or contribute to the pt's death. The reporter said the pt was not expected to survive due to multiple organ failures.